Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier board, the compact flash card, and the anesthesia control board were replaced to resolve the reported issue. No patient information provided after phone calls (B)(6) 2019. (B)(4).

Event description:
The hospital reported an internal error preventing mechanical ventilation. There was no report of patient injury.